Event description:
Pt is more than 1 month post implant (implant date (B)(6) 2013) and was carrying on daily activity (playing at the time of incident) when she became short of breath with severe back and chest pain. Pt was returned to bed and became acutely tachepnic. Surgeon was notified and the pt was intubated by the critical care staff. A chest xray was taken post intubation which showed a widening mediastinum. The pt proceeded to become less stable and requiring increasing medical support. Fluid and blood resuscitation was started due to poor filling and emptying of the blood pumps. Pt required a brief episode of CPR to regain stability. Volume was administered and the pt was transferred urgently to the operating room for exploration. According to the surgeon, the pt had an (aortic dissection" with profound bleeding. The dissection was repaired surgically and the pt was returned to the ICU in stable condition. Followup: the pt was seen on (B)(6) 2014 by clinical site personnel and berlin heart clinical person. The pt has been extubated and return to pre-vent stable condition.

Manufacturer narrative:
Exemption number: (B)(4). (B)(4) (importer) is submitting the report on behalf of berlin heart (B)(4) (MFR). Pump was implanted on (B)(6) 2013.